Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the foreign material was found inside the sterile package.

Event description:
It was reported the foreign material was found inside the sterile package.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: foreign substance in packaging probable root cause: manufacturing/assembly/ service error incorrect or inadequate packaging severe shipping conditions user error the reported failure mode will be monitored for future reoccurrence. H3 other text : 81.